Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to a disconnection in the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had no image and displayed an error, e226. The issue was identified during inspection before use for a therapeutic unspecified procedure. The camera head unit was dried for two (2) hours at fifty (50) degrees. A back-up device was used to complete the procedure. There were no reports of patient harm.